Event description:
It was reported that the patient was inappropriately shocked for atrial fibrillation (af). The implantable cardioverter defibrillator (ICD) was reprogrammed as a result and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.